Event description:
Upon de-accessing the pt's powerport to the left chest, the rn could not slide the safety cover down the needle to retract. Needle came out exposed and appeared slightly angled but intact.